Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® sst¿ ii advance plus blood collection tubes the tubes/ extenders with molding defects (non-cosmetic) that can be used. The following information was provided by the initial reporter: "it was observed 1 tube of sst was damaged after centrifugation, the serum not affected by damage and it was in the gel side."

Event description:
It was reported during use the bd vacutainer® sst¿ ii advance plus blood collection tubes the tubes/ extenders with molding defects (non-cosmetic) that can be used. The following information was provided by the initial reporter: "it was observed 1 tube of sst was damaged after centrifugation, the serum not affected by damage and it was in the gel side."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for collapse with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.